Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported that the manometer needle of an 900iw130e neopuff module was sticky and not providing accurate reading. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device 900iw130e neopuff infant t-piece resuscitator iw module was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: a healthcare facility in the USA reported that the manometer needle of a 900iw130e neopuff infant t-piece resuscitator iw module was not providing accurate readings. It was further reported that the needle seemed to be sticky. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The neopuff infant resuscitator is available as an integrated module inserted into the cosycot infant warmer. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in illinois reported that the manometer needle of an 900iw130e neopuff infant t-piece resuscitator iw module was not providing accurate readings. It was further reported that the needle seemed to be sticky. There was no reported patient involvement.